Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 years and 9 months after dental implant was installed in intraoral region 30#, its loss of osseointegration was observed. A 25ncm of primary stability was achieved, the patient presented bone type ii and immediate load procedure was performed.